Event description:
The customer reported noticing a small leak of blood on the center panel of the coulter lh 780 hematology analyzer while running latron quality control (qc) which failed on the retic mode channel readings. The customer stated that the volume of the leak was approximately 2 to 3 milliliters and the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or direct exposure to the leak was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a cut tubing at pinch valve vl57a. The fse replaced the tubing at pinch valve vl57a to resolve the leak. The fse also replaced all tubing connected to the hemoglobin (hgb) cuvette assembly and the vc11 waste chamber as preventative maintenance. (B)(4).